Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence as the device was not working as expected. The aus was explanted and replaced. There were no additional patient complications.